Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and an indigo system separator 12 (sep12). During the procedure, the back end of the rotating hemostasis valve (rhv) came apart while attempting to advance the sep12 through it. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same lightning, cat12, and sep12. There was no report of an adverse effect to the patient.